Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the use of the adc freestyle libre 2 sensor. A customer reported receiving sensor scans of 217 mg/dl and 200 mg/dl compared to a competitor's results of 169 mg/dl and 179 mg/dl. The customer experienced symptoms described as ¿stumbling¿, chest and abdominal pain, and a loss of consciousness. The customer further reported being able to self-treat with ¿bread, cheese, butter, olive oil, yogurt, and coffee¿ and there was no third-party treatment was required. There was no report of death or permanent injury associated with this event.